Event description:
Siemens has become aware of a situation where a customer operating an artis dfc stated that the system failed with a pt on the table and fluoroscopy was no longer possible. A restart of the system did not remedy the problem and ongoing dilatation could not be completed. It was also communicated that the situation was without consequence to the pt.

Manufacturer narrative:
The investigation of the event shows that the small focus of the x-ray tube failed during the procedure. If a focus fails on systems of this older version, x-ray release is no longer possible. If a focus fails on newer system versions, there is automatic switch over to the next larger focus. In that case, release of x-ray is possible. The newer system version has been available since q1 2003. Independent of this report problem, the system at this site was disassembled and replaced with a new system after the event. This event occurred in (B)(6).